Manufacturer narrative:
This report is submitted on may 10, 2019. (B)(4).

Event description:
Per the clinic, the patient was administered steroids (date and type not reported) and the abutment was removed due to soft tissue complications.